Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the pump shut off due to insufficient power. The customer's blood glucose (bg) level was 400 (mg/dl). A manual injection was administered to address bg level. It was confirmed that the pump was able to be charged successfully with a different usb cable. A replacement usb cable was sent to the customer.